Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead could not be successfully connected to the device due to a grommet/set screw issue. It appeared the screw was missing from the device. The implantable pulse generator (ipg) was attempted / not used and replaced. No patient complications have been reported as a result of this event.